Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05229. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009205, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009205 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 1 on 01-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4j05183 was manufactured according to the wi version 8 and manufactured in the machine itl01, on 27-sep-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 2029985 was opened. This nc is not related to claimed malfunction. Conclusion: as a result of the following: no nc related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced three separate incidents of infusion set tubing detachment from connector. These events occurred on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. At the time of each incident, the infusion sets had been in use for 1-2 days. The patient's blood glucose (bg) levels were affected. While the exact bg values were not specified, the meter displayed "high" readings. To address the high blood glucose levels, the patient took corrective action. In each instance, they replaced the infusion set and restarted insulin delivery. The patient successfully completed these steps, effectively resuming proper insulin administration after each event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3.